Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during hemodialysis treatment. The leak was reported to be internal and was visible on the dialysate side of the dialyzer. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 200ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. After treatment was completed, the machine was pulled from the floor for testing. The machine passed all testing. Food coloring was used in a simulated treatment to test the functionality of the blood leak detector. The machine alarmed appropriately in the test and was consequently put back into service. The (dialyzer) device was not available for a manufacturer evaluation as it was discarded by the user facility.